Event description:
It was reported by a company representative that during a procedure on (B)(6) 2010 the physician noticed the resident who was completing the procedure was firing the fiber into the patient's bladder and the left ureteral orifice was injured. As a result of the injury, the physician stopped the procedure and placed a temporary indwelling stent. The company representative does not believe the customer retained the fiber. The company representative does not have any patient information.

Manufacturer narrative:
(B)(4) refers to injury to the patient's left ureteral orifice.